Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 10 months following the implant of a transcatheter valve, moderate to severe aortic I nsufficiency (ai) and an elevated gradient was observed. A computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that wide open aortic regurgitation, valve constraint and calcification were observed. The valve was initially implanted in the patient's native annulus. It was noted that the physician believed the valve failure could have also been due to a previous infection because the patient has leukemia. Subsequently, the patient was scheduled to have a non-medtronic transcatheter valve implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Annex a (removed a050401, added a050406). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and 10 months following the implant of a transcatheter valve, moderate-severe aortic I nsufficiency and an elevated gradient were observed. A computed tomography scan was performed and revealed leaflet thickening with thrombus/pannus formation. Additional information was received that wide open aortic regurgitation, valve constraint, and calcification were observed. The valve was initially implanted in the patient's native annulus. It was noted, per the physician, the valve failure could have also been due to a previous infection because the patient has leukemia. Subsequently, the patient was scheduled to have a non-medtronic transcatheter valve implanted valve-in-valve. Additional information was received to clarify wide open regurgitation is central aortic regurgitation.